Manufacturer narrative:
Event 2: additional information: d9 device returned to manufacturer date. This report has been identified as b. Braun medical internal report number (B)(4). Thirteen (13) samples were returned for evaluation. Through visual examination, no visual defects were identified. The samples were subjected to a leak test per specification with failing results. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: customer reported during a live call that the streamline bloodline set for dialog were noted to holes in them. The direct patient care staff noted holes during patient. Air was noted to be coming into the lines as such the lines were disconnected and dialyzers were discarded per procedure. Customer complaint advocate spoke to impacted staff who reported that the air was visible in the lines, the lines were disconnected: end of the needle (at the connection of the needle tubing). The staff made sure the connection was tight: regardless air was visible and the machine to alarm. Blood and air were noted in the tubing. Second incident same thing occurred (see description above): pulled a pack of the tubing without blood and examined in the light: tiny pin holes could be observed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.